Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue, and the customer was able to continue using the pump. The caller was instructed to call back if the malfunction code recurred, and they acknowledged and understood the guidance.